Event description:
The account alleged the bed exit alarm cannot be set. No pt impact.

Manufacturer narrative:
The tech found the account was trying to set the bed exit and unplugged the dummy plug causing a constant nurse call user error. The technician plugged the dummy plug in and in-serviced the account on bed exit functions to resolve the issue.